Manufacturer narrative:
The reported field event of death was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac arrest. No additional information was reported.